Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the host pc's mother board battery voltage was too low. The motherboard battery was determined to be defective. The fse replaced the host pc's motherboard battery. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.